Event description:
Order was written on march 24, 1993, by physician to discontinue blake drain. Nurse went to patients room and performed procedure in usual fashion according to protocol. The portion of blake drain inside the aptients body (about 6"), broke loose from exterior portion and remained inside the patient. Physician was immediately notified and said he would discuss options with patient to leave it in or go back to surgery for removal. Patient could feel portion under skin and reuested to have it removed. Returned to surgery on 3/25/93 for removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.